Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/27/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data indicated a loss of prime warning went unacknowledged for over 3 hours. An unacknowledged alarm can drain the battery when it occurs. The replace battery alarms following the unacknowledged loss of prime warning were due to a partially discharged battery being used. During a visual inspection of the pump, the battery compartment was found to be cracked below the bumper pad. No moisture was observed inside the battery compartment. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.